Manufacturer narrative:
The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient developed a hematoma shortly after the trial procedure. The device was removed and a laminectomy was performed. The patient did not stop taking their anticoagulant medication, which the physician believes was the cause of the hematoma.